Event description:
It was reported that during a rectum procedure, there was no tissue effect while activating. The instrument was replaced and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).